Event description:
It was reported that there was an intermittent no vertical lift motor response, after toggling the standby key switch, on the 9900 system. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to replace the power motor relay pcb. Replaced the identified pcb. The system was tested and found to be working as intended and placed back into service.